Event description:
Medical record review from bard davol, inc. Pt's medical records indicated that pt had a PICC line placed on (B)(6) 2008 and developed an infection. Unk removal date. Line placement in right cephalic.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of rerk0208 showed no other similar product complaint(s) from this lot number.